Event description:
During baxter's eval of a spectrum pump, the device displayed system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced but confirmed through a review of the device event history log. Eval found the upper latch switch was slow to respond. The upper auxiliary was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.